Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump display became frozen on the "cartridge change" screen during the load sequence. The customer's blood glucose level was 380 mg/dl and was addressed with an insulin injection. During troubleshooting with tandem technical support, the screen was able to be cleared.